Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced high blood glucose in the setting of continuous glucose monitor (cgm) signal loss between the dexcom g7 and the ilet; the user did not recognize the signal loss, allowed the cgm to reconnect over time, and the cgm later resumed providing readings, consistent with intermittent communication interruption. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet characterized by intermittent communication failure, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to transient bluetooth behavior resolved without intervention.